Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple attempts were made to pair the pacemaker with the transmitter but unsuccessful. The device was implanted for more than 10 years so the battery was low.

Event description:
New information received notes that no programming changes were made. The patient was stable before, during and after the event.